Event description:
It was reported that the surgeon deployed pouch and upon placing gallbladder in the pouch one of the support arms broke off the device and fell into patient's abdomen. The support arms were retrieved with no consequences to the patient.